Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study, same case as 6000093-2007-00317, same patient as 6000093-2006-02481, 6000093-2006-02480. It was reported that 682 days after a coronary drug eluting stenting treatment procedure, the patient experienced a stent thrombosis (st), a myocardial infarction (mi) and required a target vessel reintervention (tvr). Target lesion 1 was 55mm long and was identified in the distal right coronary artery (dist rca) with 100% stenosis and a 2.75mm reference vessel diameter. The target lesion was treated with pre-dilatation and placement of two overlapping 2.75 x 32mm taxus express2 study stents with no residual stenosis. Per cardiac catheterization report, the distal rca stents also covered the mid rca lesion and the proximal rpl1 narrowing; the rpda was "jailed" by the rca/rpl stent. During the procedure, balloon angioplasty was also performed to the rpda and prl 1. The patient was discharged the next day on plavix and aspirin. In 2006, the patient was hospitalized for cardiac catheterization for treatment of the left anterior descending (lad). After discharge, he continued to experience radiating substernal chest pain and flu-like symptoms. Six hundred - eighty two days post initial procedure, the patient experienced severe chest pain with associated left arm numbness. His family called the ambulance and he was brought to the hospital. The patient had not been taking his plavix, metformin, lisinopril, and metoprolol for 3 days, because he could not afford the medications. ECG at that time revealed st elevation in ii, iii, and a vf and the patient was transferred to the enrolling hospital for treatment. Coronary angiography in 2007 revealed lmca normal, lad mild diffuse mid disease; 75% mid stenosis of diag2, lcx mild diffuse proximal disease, rca 99% distal stenosis with evidence of thrombus in cypher stent and taxus stent. The patient's cardiac enzymes met guideline criteria for an mi. The physician treated the thrombus with angioplasty and atherectomy. Residual stenosis was 0%. During the procedure, the patient developed atrial fibrillation with rapid ventricular response. Despite the rca being widely patent and with normal flow, the pt had persistent chest pain. He was treated with direct current cardioversion with restoration of sinus rhythm and improved chest pain. A temporary pacemaker was placed prior to thrombectomy. The patient was discharged 2 days later on aspirin and plavix.